Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had poor capture thresholds after positioning. After several repositions, the lp failed to capture at high outputs. The lp was removed from the patient and a clot was found on the helix which could not be removed. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to capture was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found the helix was stretched of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed, including output verification found no anomaly contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.